Manufacturer narrative:
The customer¿s report of an issue with the saline flowing into the blood bag (backflow) could not be determined. Physical inspection of the concomitant device noted no damage or any anomalies. Log analysis show the most recent programmed infusion was on 06jan2020 at 10:24 am. The log recorded the device alarmed immediately with a ¿check IV set¿ two times and was then channeled off. Rate accuracy testing found the device delivering fluid in specification. Calibration and preventative maintenance was performed on the pump module. The root cause of the report of an issue with the saline flowing into the blood bag was not identified. The suspect set was not returned for investigation.

Event description:
It was reported that there was an issue with the saline flowing into the blood bag. There was no patient harm. Although requested, no additional information or patient demographics were provided.

Manufacturer narrative:
Additional information provided: d.11.

Event description:
It was reported that there was an issue with the saline flowing into the blood bag. There was no patient harm. Although requested, no additional information or patient demographics were provided.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, no additional event and/or patient information was provided.

Event description:
It was reported that there was an issue with the saline flowing into the blood bag. There was no patient harm. Although requested, no additional information or patient demographics were provided.